Event description:
Customer alleges that three of the seats from 9630-4 (order came in a box of 4) all have cracks in the same place on the seat, which is to the patients' left side. Reorder # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9630-4, serial number/date code (B)(4). The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions, or instructions, then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability, and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat of the commode cracked, a 2 inch crack on the left side. This commode was part of a lot of 4. Consumer was pinched, but no medical intervention was sought. Product being replaced on warranty replacement order # (B)(4).